Event description:
It was reported that t:slim x2 pump battery did not charge even though caller used tandem charging cable and wall adapter, and no power source alert appeared in pump history when issue began. There was no reported impact to the customer¿s blood glucose level. Customer left wall adapter plugged into outlet known to work for at least 30 consecutive minutes with no resolution. Customer also tried a different cable/adapters to charge pump, but it did not work. Cts to replace pump and customer will rely on multiple daily injection to ensure delivery of insulin therapy.